Event description:
It was reported that approximately 28 months post-implant of a bifurcated device and two limb extensions, a follow-up computed tomography scan identified the limb extension implanted in the left iliac artery separated from the bifurcated device. Reportedly, an additional limb extension was implanted to bridge the gap between the devices with good result. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: pre-operative CT supports proper product usage. There was a possible stent migration one-month post index, or an initial short stent overlap < 30-40mm between the bifurcated device and left iliac aortic extension, which may have contributed to the substantiated distal endoleak and second procedure. There is no evidence of device defect. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.